Event description:
The customer contact reported a tubing separation. The separation was reported to be "in the region of cassette and proximal tube." Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.